Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the oxygenator leaked from a broken purge line. No patient involvement as this occurred during prime. The product was changed out. The surgery was successful.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, and investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).